Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the user experienced resistance when filling a cartridge. Reportedly, when the needle was removed from the cartridge, insulin leaked out of the fill septum. When the user attempted to load a second and third cartridge, the user reported experiencing resistance when filling the cartridges. The user successfully filled a fourth cartridge using the same syringe and needle that was used with the previous cartridges. The user's blood glucose level was 99 mg/dl.